Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During an unspecified procedure, the subject device was used. The tissue pad of the device was broken (separated). There was no patient injury reported. No further information was provided.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The distal side of the tissue pad in the grasping section was intensively worn away. The coating of the probe was partially peeling. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Grasping section was closed without grasping anything while seal & cut mode was activated, (this includes after tissue resection) causing severe abrasions of the tissue pad. The above device handling has warned in the instruction manual.